Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable ¿annoying stimulation¿ in the vagina. The patient reported that she had not made any setting changes and was at 0.10. The patient reported that she turned the ins off and it felt better. The patient reported that she has an upcoming appointment with their healthcare professional and will discuss this issue; the patient did not want to mess with the programmer herself. Additional information was received from the healthcare provider (hcp) on 2016-nov-18. It was reported that the cause of the uncomfortable stimulation was due to a fractured lead. An impedance test was performed as a diagnostics related to the issue and it was noted that the implant was removed to resolve the uncomfortable stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient device malfunctioned and they had to replace the ins on (B)(6) 2016. Patient stated probably about a month before (B)(6) 2016 she was experiencing stimulation all the time and it was annoying her. She finally turned it off. Patient went to health care provider (hcp) on (B)(6) 2016 and hcp determined her device 'malfunctioned'. Patient services asked what exactly was not working. Patient stated it malfunctioned because the leads were not working. Patient stated her hcp used clinician programmer on her and stated there was something wrong, his machine showed that each of 4 programs showed a black line which meant that they were not working. There must be something wrong with the leads. Patient stated she hopes it does not happen again. The device was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.